Event description:
It was reported that during perfusion, the ascites pump was noted to be emptying the liver bowl "drop-wise". No obvious occlusions were noted and troubleshooting was unsuccessful. No major bleeding of the liver was reported. Following perfusion, the liver was discarded.

Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The ascites pump flow was checked and found to be functioning. No fault found related to the reported issue. The pump was replaced as a precaution. Subsequently, all relevant tests passed. Additionally, device data review was performed and confirmed the reported event. The device data indicated the device operated as intended throughout. The ascites pump motor ran as expected. The root cause could not be determined conclusively.

Event description:
It was reported that during perfusion, the ascites pump was noted to be emptying the liver bowl "drop-wise". No obvious occlusions were noted and troubleshooting was unsuccessful. No major bleeding of the liver was reported. Following perfusion, the liver was discarded.

Manufacturer narrative:
Device was serviced at the customer site and the ascites pump was found to be functioning. The ascites pump was replaced as a precaution and the device passed all applicable testing.